Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h11 have been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06133, 2015691-2024-06134, 2015691-2024-06135, 2015691-2024-06132.

Event description:
As reported through review of medical article in italy "anatomical annulus predictors of new permanent pacemaker implantation risk after balloon- expandable transcatheter aortic valve implantation" , corresponding author enrico romagnoli. This study included patients who underwent tavi and received a new generation bevs (sapien 3 and sapien 3 ultra, edwards lifesciences) at fondazione policlinico universitario a. Gemelli from june 2015 to october 2023. The incidence and predictors of new ppi at the 30-day follow-up constituted the primary end point of this study. The following events were identified as pertaining to an edwards device: table 4 procedural complications and early clinical outcomes: 4 patients with an unknown sapien valve implanted had a stroke between the procedure and 30-days post-procedure.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Reference: bianchini, francesco, et al. "Anatomical annulus predictors of new permanent pacemaker implantation risk after balloon-expandable trans-catheter aortic valve implantation." The american journal of cardiology (2024). The dates of the events are unknown; however, according to the article the study period was from june 2015 to october 2023. For this reason, the first day of the reported study period (01-june-2015) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system; p140031 edwards sapien 3 ultra resilia transcatheter heart valve system. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post procedure stroke: female sex, ef less than 30 percent, diabetes, age older than 70 years, bypass procedure time greater than 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring less than 24 h post procedure, but thv patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest based on the limited information provided by the article, a cause of the event could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.